Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that patient faced an event where an infusion set was found torn apart on(B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.